Event description:
It was reported that a user of the ilet experienced an occlusion alert that resolved only after changing the contact detach infusion set, following troubleshooting that included disconnecting from the body and priming the tubing with observed drops, and then completing an infusion set change to a 6 mm set with guidance provided by customer care agent. Investigation of this case revealed an occlusion related to the infusion set that was resolved by replacing the set, consistent with an infusion pathway blockage at the set or tubing. No clinical symptoms associated with interruption of insulin delivery reported. Outcomes included restoration of insulin delivery after the infusion set change without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion.